Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to noise and oversensing. It was noted that the patient has a concomitant cardiac resynchronization therapy pacemaker (crt-p), and it is suspected that the inappropriate signals on the s-ICD came from crt-p stimulation. It was also clarified that the crt-p exhibited loss of capture on the left ventricular channel. Technical services recommended to perform device/device interaction testing including a defibrillation test to assess proper detection during crt-p pacing stimulation in the chosen configuration. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported.